Event description:
It was reported by service report that the side-rail panels are cracked with sharp edges. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: outer siderail panels.